Manufacturer narrative:
On (B)(6) 2026, the customer reported new, questionable elecsys igf-1 assay results for five patient samples tested on the cobas e 411 analyzer (rack system) and the cobas e 801 analyzer. From the five patient sample comparison results provided, one patient sample was found to have discrepant results: patient sample 3 the result from the e 411 analyzer is 707 ug/l. The result from the e 801 analyzer is 715 ug/l. The result from the immulite analyzer is 471 ug/l. The cobas e 801 analyzer serial number was not provided. Medwatch field b7 other relevant history updated.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys igf-1 assay results from eight patient samples tested on the cobas e 411 analyzer (rack system). The reporter stated that clinicians are questioning the elecsys igf-1 results obtained from the analyzer, as they are higher than those from the immulite analyzer. The following are representative examples of two patient samples with discrepant results from the list of eight patient samples provided: patient sample 1. The result from the analyzer is 492 ug/l. The result from the immulite analyzer is 342 ug/l. Patient sample 2. The result from the analyzer is 603 ug/l. The result from the immulite analyzer is 456 ug/l.